Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. The review identified that the event is for conversion from a unicompartmental knee arthroplasty to a total knee arthroplasty due to lateral wear, bone loss, and falls. Contributing factors of event, morbid obesity. Radiographs were provided and reviewed by a radiologist. The review identified extensive osteolysis along the tibial implant with suspected implant loosening and malalignment and wear as noted. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ medical devices: oxf uni tib tray sz c rm PMA; item# 154723; lot# 721690. Oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 885430. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00389. 3002806535 - 2023 - 00390. 3002806535 - 2023 - 00391. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had a right unicompartmental knee arthroplasty. Subsequently, began falling and radiographic imaging displayed lateral wear and bone loss. The patient underwent a conversion to a total knee arthroplasty. Due diligence is in progress for this complaint; to date no additional information or product has been received.